Event description:
In 2005, the pt was seen at the hosp with symptoms of fever and neck pain. The pt reportedly was diagnosed with meningitis although the infection was not otological. The pt reportedly has improved and has healed from meningitis. The pt continues to be monitored by the center. The pt's device remains implanted.